Manufacturer narrative:
This report has been identified as event 2 of b. Braun medical internal report number (B)(4). The device involved has not been received for evaluation and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
Event 2: as reported by the user facility: the device exhibited leakage of a chemotherapeutic agent (taxol) during an infusion.

Manufacturer narrative:
Event 2: this report has been identified as b. Braun medical internal report number (B)(4). One (1) sample was provided for further evaluation. The set was visually evaluated and it was noted that there was signs of solvent present on the luer adapter. A leak test was also performed with passing results. The reported defect was not confirmed.   Review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection.   We will maintain this report for further references and continue to monitor other reports for similar occurrences.   If any additional pertinent information becomes available, a follow up will be submitted.